Manufacturer narrative:
(B)(4). Concomitant medical products: us157856 lot 919940 (m2a magnum cup), 157450 lot 004110 (m2a magnum head). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-055498, 0001825034-2019-05544. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty approximately 8 years ago. Subsequently, the patient was revised due to allegations of bone loss, dislocation, pseudotumor, loosening, tissue damage, implant wear, metallosis, and bone erosion. No additional patient consequences were reported. Attempts have been made and no further information has been provided. Medical records indicate the following: severe scarring; femoral head eroded into the superolateral aspect of the acetabulum; complete loss of bone over the superolateral aspect of the acetabulum; lymphocytic local tissue reaction seen from previous metal on metal hip arthroplasty due to 3rd body wear; no loosening of femoral component; trunnion was noted to be normal without complications.